Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as unidentified (tear) opening (no shell thickness, due to opening is under plug strap). As per the investigation procedures: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left side ¿saline implant deflation¿. Healthcare professional, later reported, "hole on patch side" and "hole on valve side". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Information contained in this report was previously submitted through [asr/psr/410psr] on 10/19/2015. Reason for reoperation: deflation.

Event description:
Patient reported experiencing left side ¿saline implant deflation.¿ no treatment or surgical reoperation has occurred, device remains implanted.